Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device's display locked up during the power-up cycle. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the system pcba to resolve the issue. Stryker further evaluated the removed system pcb assembly and determined that the single board computer crystal designated, y1, was not function properly and causing the pcba to not bootup completely intermittently. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device's display locked up during the power-up cycle. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.